Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information h6: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed due to the sensor wire is not broken. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.